Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high/intermittent impedance and possible fracture on the right atrial (ra) lead. There was noise and oversensing with pocket manipulation. The device was reprogrammed and ra lead remains in use. No patient complications have been reported as a result of this event.